Event description:
A blood leak was noted 3.5hrs after insertion. The iab was removed and replaced. After 11 hrs of use this iab was also removed due to blood leakage. The third iab was in use for a few hrs when the pt expired. The 2nd iab is the only sample being returned. Pt expired due to multiple problems.